Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range high voltage lead impedance on the rv/svc to can vectors. Patient monitoring will continue.